Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that a complainant with severe myocarditis and sinus tachycardia was implanted with an impella cp device for mechanical circulatory support. While on support, persistent high purge pressure alarms were received. The impella pump was removed, and a new pump was implanted to manage this complication. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived.